Event description:
It was reported that the patient presented remotely. The implantable cardioverter defibrillator exhibited failure to interrogate using bluetooth telemetry. No intervention was performed. No patient consequences.